Event description:
It was reported that an episode of non-sustained right ventricular oversensing for a slow ventricular tachycardia was observed via remote transmission. The device was competitive pacing due to r-waves and retrograde p-waves falling into refractory periods. The patient was symptomatic due to palpitations. Programming changes were made. The patient was fine after the event.